Manufacturer narrative:
The insulin pump received with broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked around battery compartment. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.